Manufacturer narrative:
Returned device was received in poor physical condition. The device had a broken lock assembly, cracked tank cover, outdated pcb and power switch. During the evaluation of the device, there was noted impact to the lcd from the front that caused crystal leakage. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a bad lcd screen. There were no reported adverse events.